Event description:
It was reported that a patient underwent a hernia repair procedure in (B)(6) 2018 and 12x12 mesh was placed. The patient reported the mesh exploded into her stomach resulting in a second surgery in (B)(6) 2024 to remove part of the small intestines due to glue wrapping around her small intestines. The patient is still in pain and can't lift anything, she can't even vacuum. She's on medication now. She's in so much pain that she cannot work at her cleaning service anymore. Additionally, the patient had to stop stress test due to pain in her stomach. Patient is in constant pain and has to do everything slow. Patient used to be a runner but can no longer run. Patient wears a band around her stomach as it is painful to touch. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report(s)? 2. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b3, d6a. Additional information received from patient: patient had surgery and this was implanted into her abdomen/stomach, as she had a hernia removed. She stated that the mesh exploded inside her, causing her to have another operation, of which they had to remove part of her small intestine, as the glue from the mesh wrapped around her intestines. Patient advised that the hernia surgery, was (B)(6) 2018, and the repair surgery was approximately (B)(6) 2024.